Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that after a few minutes after turning on, it was observed that the device made a low leak error, since the change of pipe reference. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the problem has been solved in the meantime, it was indeed the new pipe reference and the new masks. After testing with a philips hose and mask, no problem, the consumable would then be the cause of the problem. The device was confirmed to be operating per specifications and no failure was identified. It was confirmed that the consumable was the cause of the problem. No fault found with the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.